Event description:
It was reported that within the last 2-4 weeks they noticed that they needed to charge the implant every 2 days, when they used to charge it every 5-8 days. The patient also noticed that it was taking over 1 hour to charge the implant from 75% to full, when it used to take no more than 30 minutes. Patient confirmed they always start charging the implant when it gets down to 75%, and they always charge it to full. No programming changes have been made in over a year, and patient said they keep the therapy turned on 24/7. Yesterday at their managing hcp's office the patient met with a nurse practitioner named melissa wade who told the patient the ins battery was fine, and would not need to be replaced until april of 2031. The patient follows up with their managing hcp in 6 months. About 2-3 days ago the patient notified rep of their concern via text message, and the rep told the patient that it was likely the recharger that was causing the issue. The rep advised the patient to call patient services and request a replacement recharger. During the call, no issue was found with the recharger. The recharger connected to the ins immediately and all 8 coupling bars were filled in. The patient confirmed they always maintain excellent coupling when they charge the ins. Since no issue was found with the recharger, agent reviewed the field will be engaged to determine next steps. Agent called the patient back to review that the age of the ins could also be a factor in more frequent recharging, but patient said the ins charge frequency changed suddenly. Patient did not experience any falls or trauma prior this event; patient stated their last fall was over 2 years ago. Patient also mentioned that they usually charge the ins around the same time in the evening, anywhere from 6-8pm. Agent reviewed that fluctuations in start time can impact the charge session duration. The patient was not sure what the hcp checked at the appointment yesterday, they only mentioned that the hcp was using a tablet as they were checking things. Patient did not know if impedances were checked. Agent sent a request to the repair department to replace the recharger antenna to rule it out as the cause of increase in ins charge session duration. Agent emailed the field to update them on the situation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received that they called rep and they said to let it go down to 50% then charge, still doing same thing as before they contacted manufacturer.

Manufacturer narrative:
Additional information has been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.